Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the non-functioning leads has not been determined. The actions/interventions that will be taken to resolve this issue is that the patient is going to consult with the physician in the next couple of weeks to discuss actions moving forward. No actions have been taken yet and the issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient hadn't charged the device in years for unknown reasons. The battery was jump started and the power on reset was cleared after charging to 25%. The issue was resolved at the time of the report. Additional information was received from the manufacturer representative (rep). Rep met with patient to check his impedances and reprogram his device. Impedance tests showed all electrodes being open. Rep ran an impedance test multiple times, in multiple body positions, and at different voltages. Each test produced the same results, all electrodes open. Rep was not able to reprogram his device today with the leads not functioning. For now the device is left off with each program set at a voltage of 0. Patient will meet with hcp soon to discuss next steps.